Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit the field representative noted that the left ventricular (lv) lead output was 1.5 volts when programmed ring to can. However the lv thrshold measurement was 1.7 volts. Further testing found that all lv vectors show stimulation below the pacing thresholds. Boston scientific technical services (ts) was consulted and discussed that based upon the way the cardiac resynchronization therapy defibrillator (crt-d) was programmed, it would be operating as a implantable cardioverter defibrillator (ICD). Ts also discussed that since there was no work aroun with vectors, they could consider repositioning the lv lead. The field representative discussed this with the physician, but was not contacted with further follow up. No further information was available from the clinic. At this time the lv lead and crt-d remain in service.